Manufacturer narrative:
It was reported that a bhr revision surgery was performed. During the revision, the acetabular cup and femoral head were explanted. An acetabular cup (part no.74122158, batch no. 14gw08173, s/n (B)(6) and femoral head (part no. 74123152, batch no. Unk, s/n (B)(6)) used in treatment were received for investigation. Additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the year in which the incident was reported. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the year in which the incident was reported. Other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. The production records were reviewed for the acetabular cup reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. A DHR record review was not performed for the femoral head as reasonable efforts to obtain a batch number have not been successful. Should the batch number become available at a later date then the DHR record review task will be re-opened and completed. However, the released devices would have met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Without the details of the femoral head involved in this complaint, the specific product labelling and ifus cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. A visual inspection of the returned acetabular cup and femoral head was performed. Fine scratches were observed on both the bearing surface of the head and that of the cup. Wear analysis was performed on the bearing surfaces of both devices in order to measure linear wear. The wear images identified: a wear patch on the bearing surface of the head; two connected wear patches for the cup, one within its bearing surface and one at its edge. Maximum linear wear for the head and cup was measured as 7.7¿m and 7.2¿m respectively. A combined maximum linear wear of 14.9¿m was measured. The maximum depth of wear was measured on the bearing surface. No medical documents were received to investigate the reported clinical reactions of pain, foreign body granuloma and increase in concentration of metallic ions in the blood. It cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. Time in vivo is needed to compare the measured combined linear wear for this device with the historical wear data for a non-edge loaded smith and nephew large diameter metal-on-metal device. Based on the provided information and product evaluation, we can confirm the reported complaint. However, a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. This device will be retained.

Manufacturer narrative:
Sections d1, d4 and g4 were updated with the new information received. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after bhr surgery had been performed on an unknown date, the patient has experienced pain and has a foreign body granuloma. It also presents an increase in the concentration of metallic ions. Revision surgery of the bhr implants was performed on (B)(6) 2021 to treat this adverse event. The patient's outcome is unknown.

Manufacturer narrative:
B4: information corrected.

Event description:
It was reported that, after a bhr surgery had been performed on an unknown date, the patient experienced unknown symptoms. A revision surgery of the bhr implants was performed on (B)(6) 2021 to treat this adverse event. The patient outcome is unknown.